Manufacturer narrative:
It is unk at this time why fusion did not take place after the initial surgery. Due to neck pain and upper extremity pain, dr. (B)(6) performed the revision surgery. It is also unk at what state the tissue shield was broken since we did not receive x-rays prior to the explant surgery date of (B)(6) 2010.

Event description:
The initial implantation surgery date, hospital and doctor is unk as this time; however the pt stated the surgery took place in 2008. Due to neck pain and upper extremity pain, the pt contacted dr. (B)(6) at (B)(6). Dr. (B)(6) noted in his report that the first surgery did not have bone fusion and an adjacent level needed repair. Dr. (B)(6) performed the surgery where he removed the 24mm tissue shield assembly and four 4.0 x 14.0mm screws. Based on the doctor notes, a piece of the tissue shield (one side) was noted as being broken off. After positioning the new two-level plate, x-ray indicated the broken tissue shield piece was found anterior to the cervical plate. The tissue shield piece was removed from the pt. The tissue shield piece was removed from the pt. Testing was performed to ensure no damage had been done to the esophagus; no issues were noted. It is undetermined at this time if the tissue shield was broken prior to explant or during the explant.